Event description:
It was reported that(3) devices were used during a colon procedure. It was reported by the affiliate that the atb45, tsb45 and tr45b were used in the case. There was a staple line leakage. The surgeon used manual sutures to complete the case.